Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Testing of device from same lot/batch returned from user: a sample of product code j246 was returned for analysis with the packaging opened. In order to evaluate the conditions of the returned sample, the strand was received dispensed and the needle re-parked in slot from the winding former, the swage and attachment area were noted to be as expected and the curve of the needle was noted to be opened in comparison of the finished drawing, this condition appears to be caused during the dispensability of the product. In addition no needle bending could be observed at the tip, body or swage area. The suture was examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. The product code j246 contains an absorbable suture. As the package was received open, the time of exposed to the environment could not be determined. Functional test was performed, and the pull force result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Testing of actual/suspected device: a packet of product code j246 was returned for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The curve of the needle was intact and no needle bending could be observed at the tip, body or swage area. The suture was dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm if it was the needle or the suture that bent when pushed through the tissue. Please provide the name of the procedure. How many devices were used during this procedure that experienced this quality issue?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture bent easily when pushed through tissue, also the needle snapped from the suture on a few strands from the same box. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/04/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please confirm if it was the needle or the suture that bent when pushed through the tissue. : it was the needle. Please provide the name of the procedure :I have been told it was for a colorectal procedure. How many devices were used during this procedure that experienced this quality issue? : 2 devices. Associated events have been reported via mw #2210968-2022-00740, 2210968-2022-01490.